Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing intra-operatively, the tissue was clamped and the green light was noted to illuminate and the button was pressed but there was no response. The device was replaced with a manual handle and the procedure was completed without problems. After the procedure, the shell was replaced and checked but even the green button was pressed, it did not change to flash either. There was no patient injury.